Event description:
Per the clinic, the patient underwent skin flap revision surgery (date not reported) due to poor magnet retention and poor sound quality. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia in order to underwent skin flap revision surgery.